Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella 5.5 support and during support, the patient had ventricular tachycardia (vt). The patient was shocked and support continued. The vt occurred again later in support. Impella placement was verified. Additionally, the patient had a hematoma around the axillary pocket site. One unit of packed red blood cells was given to the patient. Furthermore, care was withdrawn and the patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.